Event description:
Lead migration and ipg moving around in the pocket was reported. The surgeon decided to replace the pt's system. The pt was implanted with a new boston scientific spinal cord stimulator system.